Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit. The fse determined that the compressor was not keeping steady rpm. To fix the issue, the fse replaced the compressor and front end board , and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) displayed an auto fill failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.